Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with non union and broken rods at this level and underwent oblique lumbar interbody fusion. Post op, the plate subsided to the left about 10-20 mm off the bone. As a result pain was observed in the patient. Fusion was not achieved.